Event description:
New information received notes additional noise leading to auto mode switches (ams) from merlin.net transmission.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. It was observed the right atrial (ra) lead was sensing noise, leading to auto mode switch (ams) episodes. The noise could be reproduced with isometrics. The patient was asymptomatic to the event. The device was reprogrammed.